Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a curved opening, wear abrasion, and white biological tissue. A leak test was performed and found two openings. A microscopic analysis identified an extended(smooth) opening on posterior side in the same location of crease assessed as a fold flaw opening, and sharp opening on plug strap assessed as unidentified(tear) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth(crease) opening assessed as fold(flaw) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Manufacturer of the device is unknown. Device remains implanted.